Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 2 years and 2 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted due to hemolysis and dyspnea. The patient experienced hematuria and the lactate dehydrogenase (ldh) level was 1100 u/l. The echocardiogram showed a large left ventricle with an opening aortic valve 1/1. A ramp echocardiogram was done and the reduction of left ventricular diastolic dysfunction occurred at 11000 rpm. A pump exchange was performed on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
Thrombus was confirmed in the evaluation of returned heartmate ii lvad. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device revealed a small, red deposition between the outlet bearing and the stator blades. Its lack of concentric layering indicates that this deposition did not initially form in the outlet stator. Although the origin of this deposition could not be determined, its areas of denaturation and the slight contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it could have contributed to the patient''s elevated ldh levels. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis and thrombus are listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.